Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed with one relevant finding. For material c-70013-003 and lot 13p21j0812, two non-conformances were initiated for "peel away sheath tears incorrectly". It cannot be confirmed if these non-conformances are associated with this complaint issue without the complaint sample returned for evaluation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported there was difficulty in peeling the introducer. There was no clinical consequence for the patient. No medical intervention was required.

Event description:
It was reported there was difficulty in peeling the introducer. There was no clinical consequence for the patient. No medical intervention was required.

Manufacturer narrative:
(B)(4).